Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 600mg/dl. It was stated that the cause of her admission was possible site or infusion set issue. The patient has treated his glucose level with the insulin pump, manual injections, and then went to the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.